Event description:
Pt was injected into nasolabial folds with 1cc on (B)(6) 2010, and one month later has severe swelling and abscesses on both sides of nasolabial folds. Edema and pain is unbelievable. He had to drain the area in the operating room on (B)(6) 2010. He has cultured the abscess and it's negative. Pt has no allergy to sulfites or anything else. Hyaluronidase has been used, but the swelling increased after that. He had to drain both abscesses by making two incisions along nasolabial folds (one on each fold).

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records was reviewed and met specs, and did not reveal any issues with the alleged product lot.